Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: a very rare complication: amplatzer septal occluder dislodgement 6 days later under ecpella.

Event description:
The article, "a very rare complication: amplatzer septal occluder dislodgement 6 days later under ecpella", was reviewed. The article presented a case study of a 45-year-old male patient with fulminant perimyocarditis. It was reported on an unknown date, a 19mm amplatzer septal occluder was chosen for occlusion of an iatrogenic atrial septal defect. It was then reported six days post-procedure, the device had dislodged and embolized into the left ventricle beside a previously implanted left ventricular assist device. A decision was made to explant the device percutaneously and replaced with a 23mm amplatzer septal occluder. [The primary and corresponding author was yu-chuan chuang, cardiovascular center, taichung veterans general hospital, no. 1650, sec. 4, taiwan blvd., xitun dist., taichung 407219, taiwan, with corresponding email: qn2698@gmail.com].

Manufacturer narrative:
As reported in a research article, a very rare complication, amplatzer septal occluder dislodgement 6 days later under ecpella. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.d4: the UDI number is not known as the part and lot number were not provided.literature attachment: a very rare complication: amplatzer septal occluder dislodgement 6 days later under ecpella.

Event description:
N/a.